Manufacturer narrative:
Upon further troubleshooting, the customer revealed a loose reagent probe b fitting on top of the leaking probe. The customer resolved the issue by tightening the loose fitting found on top of reagent probe b. The customer also replaced the ast reagent cartridge. Service was not dispatched for this event as the customer resolved the issue. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i synchron access clinical instrument was generating "chemistry cartridge (cc) cuvette not dry before 1st reagent dispense" errors. Upon troubleshooting with bec hotline support, the customer observed that reagent probe b was leaking into the drip tray. In addition, the customer discovered liquid on top of the aspartate aminotransferase (ast) reagent cartridge which attributed to the leaking reagent probe. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.